Event description:
It was reported that the pump touch screen was not responding appropriately. There was no adverse impact to customer¿s blood glucose level. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.